Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated the device had been off since 2014, but the caller could not confirm details around that; if the ins was truly off, when the last time patient felt stimulation, etc. The caller stated the ins had been off because the patient didn't know how to use it. Caller stated after the implant the patient hadn't seen anyone regarding the management of the device in sometime. Caller stated they tried to turn the ins off and could not turn the patient programmer on. Caller put in new batteries and was able to turn the patient programmer on, but was unable to communicate with the ins. The caller was going to direct the patient to a doctor in the area that worked with the device. No patient symptoms were reported. No further complications were reported or anticipated.